Manufacturer narrative:
Photos of the damaged sheet which confirms the safety sheet has a large rip. The tear was in the sheet fabric is potentially along the seam, but the photos were blurry and it could not be confirmed. The crawled through the bed and eloped. Order#: (B)(4). Lot code: 230614m08 manufacturing lot records demonstrate required inspections were performed and there were no non-conformance's. The product was not returned for evaluation or requested to be returned as the large rip by the child removed the ability to determine further information. Replacement sheets were sent to the customer. Root cause narrative: the root cause could not be determined based on the information available for the investigation. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. No injuries were reported.

Event description:
Per parent, child eloped due to safety sheet damage along seam. The parent stated the child was picking at it and crawled through and exited the bed. Images show a long rip or tear in the safety sheet several inches from and parallel to the zipper/edge, but the image was low quality and it could not be confirmed the rip was at the seam. The child was not injured. There was no report of injury.